Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. A pre-dilatation was performed with a 22mm non-abbott balloon. The valve was implanted via the right common femoral artery in the aortic position. The procedure was successful with no procedural complications. After the valve was implanted, an intra-operative echocardiogram showed a mild paravalvular leak and 4-5mmhg gradient across the aortic valve. A complete heart block was noted post procedure. A temporary pacemaker was placed. Hours later, the patient passed away on (B)(6) 2024. The cause of death was unknown. The implanter classified the death as likely related to the patient's pre-existing comorbidities.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of heart block and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. Per case details, death was likely due to patients pre-existing comorbidities (kidney failure, aortic stenosis). The reported unexpected medical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.